Event description:
The customer contact reported device alarmed with s321 (motor error-pmc, left) and s421 (motor error-pmc, right) malfunction alarm coes. The device was returned to the biomedical dept with an unsigned note that stated, "alarms malfunction s321 and s421". No specific patient info , pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device powered on with a s321 and s421 malfunction alarm code. This was found to be due to a broken rtv seal on the mr2 motor. The rtv issues were caused either by rtv being under-applied to the specification, or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. In either case, the rtv may fail to hold the motor in place under a load which will result in an s321/s421 malfunction. Further testing found the device touchscreen was not responsive. This was due to the device touchscreen. The probable cause of the nonresponsive touchscreen was due to fluid ingress which altered the characteristics of the touch screen. The probable cause of the ingress may be due to use of the device in the customer environment. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.